Event description:
Hyperglycemia (increase of glycemia) [hyperglycaemia]. Defective pen. She thinks this is due to a spring problem [device issue]. Wrong dose administrate due to defective novopen [incorrect dose administered by device]. Device used after expiry [expired device used]. Case description: this serious spontaneous case from france was reported by a pharmacist as "hyperglycemia (increase of glycemia)(hyperglycaemia)" beginning on (B)(6) 2022, "defective pen. She thinks this is due to a spring problem (device component defective)" beginning on (B)(6) 2022, "wrong dose administrate due to defective novopen(incorrect dose administered by device)" beginning on (B)(6) 2022, "device used after expiry(expired device used)" beginning on (B)(6) 2022, and concerned a 10 years old female patient who was treated with novopen echo (insulin delivery device) from unknown start date for "product used for unknown indication", novorapid penfill (insulin aspart) solution for injection, 100 iu/ml (dose, frequency & route used - 8 u in the morning, 3 u at midday, 2 u at snack time and 3,5 u at night) from unknown start date for "product used for unknown indication". Dosage regimens: novopen echo; novorapid penfill. Medical history was not provided. Concomitant products included - tresiba(insulin degludec). Since (B)(6) 2019, patient uses the pen novopen echo red since the beginning of illness. In (B)(6) 2022 patient started using new pen (third pen) and from the first use, the glycemia was high to more than 300 (unspecified unit) and usually rather between 180 and 220 (unspecified unit). In (B)(6) 2022 patient used device after expiry. It was reported that patient thinks that the wrong dose is being administered and her glycemia increases when she injects. She thinks this is due to a spring problem. The control purge has been performed and did not lead to any suspicion. The reporter adds that the patient had a good reaction, and supported well the hyperglycemia. The pen was used during 3 weeks before understanding the problem and patient used the old one with again correct results. The adverse event is improving. It is linked to the return to the old pen. The patient was previously exposed to the product (in (B)(6) 2019) and tolerated it. The product was reintroduced and event reappeared. Batch numbers: novopen echo: hvgm565-1; novorapid penfill: asku. Action taken to novopen echo was reported as unknown. Action taken to novorapid penfill was not reported. The outcome for the event "hyperglycemia (increase of glycemia) (hyperglycaemia)" was recovering/resolving. The outcome for the event "defective pen. She thinks this is due to a spring problem(device component defective)" was unknown. The outcome for the event "wrong dose administrate due to defective novopen(incorrect dose administered by device)" was unknown. The outcome for the event "device used after expiry(expired device used)" was not reported. On 18-aug-2022, the case was upgraded to serious upon reporter assessment. Since last submission: the case has been upgraded to serious as reported by reporter; relevant EU/ca and device addendum tabs updated; narrative updated accordingly. References included: (B)(4).

Event description:
Case description: patient's height, weight and body mass index was not reported. Investigational results: name: novopen echo rouge, batch number: hvgm565-1. A visual examination of the returned product was performed. The electronic register was checked. The readout revealed indications of use of the pen with no flow in the delivery system. Visual examination and functional testing were performed, and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The piston rod and its functions were found to be normal. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The device was disassembled to examine internal parts and a microscopic examination was performed. Particles were observed in the pen electronics. The memory data in the device revealed that an attempted injection did not turn out to be successful and that this was caused by no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). This also made the memory display warn the user by showing two lines (- -) after the attempted injection. The observed problem was caused by unintended use of the device. The memory display showed two lines "- -" / "error" after injection. The observed problem does not influence the mechanical functions of the pen. The observed problem was caused by interference from foreign matter entering the pen and was due to accidental handling during use. It was not possible to see the last injected dosage in the memory display. The fault was caused by an error in novo nordisk a/s final manufacturer's comment: 21-sep-2022: the suspected device novopen echo has been returned to novo nordisk for evaluation. Upon investigation, device was found to be functioning normally when tested with new cartridge and a needle. The drug delivery and dose accuracy were found to comply with specifications. Device was disassembled to see internal parts. Particles were observed in the pen electronics. Electronic register of device revealed indications of use of the pen with no flow in the delivery system. The observed problem (display error) was caused by interference from foreign matter entering the pen and is due to accidental handling during use. The electronic display is warning the patient that patient is using the pen wrongly as the patient is injecting with a blocked needle attached. The patient will not receive any insulin and could experience a hyperglycaemic event. Company comment: events listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid.